Event description:
It was reported that on (B)(6) 2011, the patient was admitted for an acute myocardial infarction (mi) and underwent a stenting procedure in the left anterior descending artery, with one xience v 2.5 x 18 mm stent. On (B)(6) 2011, the patient experienced cardiopulmonary arrest. The patient's ejection fraction was 33.5% and the physician speculated that the event was caused by ventricular tachycardia with mi. The event was treated with defibrillation cardioversion, cardiac massage and intubation. Coronary angiography performed did not reveal any thrombosis. On (B)(6) 2011, decannulation was performed and the patient was transferred to a less acute floor. The patient was discharged from the hospital on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Ventricular tachycardia, cardiac arrest and respiratory failure are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.